Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.19ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates the device was programmed on (B)(6) 2011 at 1420, for continuous only delivery in ml, with a rate of 4.4ml rate. A 200ml vtbi, a 210ml container size. The device continued in use at the programmed settings. On (B)(6) 2011 between 1903 and 1909, the device was powered on, new container was indicated, a priming volume of 7.7ml occurred and the delivery was started. A new date stamp of (B)(6) 2011 and (B)(6) 2011 occurred. On (B)(6) 2011 at 0147, a service alarm 12/000/005(stuck key) occurred. At 0634, the device was powered on. Between 1704 and 1718, the delivery was started and stopped. At 1719, the device powered off. A review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed for continuous delivery of 5fu (fluorouracil), at the rate 4.4ml/hr, with a 200ml vtbi (volume to be infused), and the delivery was started. No further programming parameters were provided. The customer contact reported the duration of the delivery was 46 hours. On (B)(6) 2011 at an unspecified time the homecare pt called the homecare nursing agency to report a stuck key alarm and it was reported at that time the homecare pt was reportedly told "that was fine." On (B)(6) 2011 at an unspecified time, the pt returned to the homecare nursing agency for initiation of the next scheduled delivery. At that time, the nurse noted that 135ml had been delivered instead of the expected 200ml. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay in therapy critical to this pt. No medical intervention were required. Though requested, no add'l info was provided.